Event description:
Related manufacturer reference number: 2017865-2022-11262. Related manufacturer reference number: 2017865-2022-11263. It was reported that the patient was brought into the hospital for a pacemaker system changeout. The pacemaker and the right atrial (ra) lead exhibited high capture thresholds and the right ventricular (rv) had an abnormal pacing impedance measurement. The pacemaker, ra and rv leads were explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported events of capturing and pacing impedance anomalies were not confirmed. The device was received with battery voltage above elective replacement level. Electrical and mechanical analysis performed indicated normal functionality. Results from capture test under nominal settings did not find any capture issue and output evaluation under field conation's found all parameters within normal range. Visual inspection of the header and connector detected no contamination or foreign material that could contribute to the reported events. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity. Analysis was normal. No anomalies were found.